Event description:
It was reported when using the bd as lvp 20d 3ss cv, the device experienced tubing expanding, ballooning, and budging. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tubing blows up just below the top connector. Verbatim: the tubing blows up just below the top connector.

Manufacturer narrative:
H.6. Investigation: two samples (model #2426-0007) were returned by the customer. It was reported that the tubing blows up just below the top connector. The returned sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were successfully primed. The sets were infused with the bd alaris pump (dchu-0010) and pump module (dchu-0013) at 125 ml/hr with a vtbi of 125 ml. No bulging was observed in the tubings throughout the infusions and after the infusions. The failure was unable to be replicated, and the complaint could not be verified. The lot number is unknown, however, two possible lots were provided: a device history record review for model 2426-0007 and possible lot number 21056005 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and possible lot number 21056014 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Lot #: the customer is not sure of the lot number. The customer says it could be #21056005 or lot # 21056014. Please see below. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21056005, medical device expiration date: 05/20/2024, device manufacture date: unknown. Medical device lot #: 21056014, medical device expiration date: 05/27/2024, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd as lvp 20d 3ss cv, the device experienced tubing expanding, ballooning, and budging. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tubing blows up just below the top connector. Verbatim: the tubing blows up just below the top connector.